Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative ran the pump for a bit and was unable to reproduce the error. A serial read out of the pump memory was performed and a video was taken. The readout and video were sent to sorin group (B)(4) for further evaluation. The service representative replaced the motor control board and the motor endstage board, performed a functional check and a technical safety inspection without issue and returned the device to service. The readout analysis identified several warnings about one overload current filed in the log. However, these errors would also be shown on the main panel to warn the user. No hardware problems were identified. The investigator noted that the reported issue can happen if the occlusion of the double roller pump was set too strong. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message. The initial report was that it occurred during a procedure. However, the perfusionist confirmed that the event occurred during priming. There was no patient involvement.